Manufacturer narrative:
Evaluation summary: the product was not returned for analysis; the lens remains implanted . The complaint history and product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The product investigation could not identify a root cause. Additional information has been requested. (B)(4).

Event description:
A surgeon reported that he noticed postoperative glistening on the intraocular lenses in multiple patients. No patients were impacted but it bothered the surgeon when he was checking the eyes. Additional information has been requested.